Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : item#:42558000601, partial femur cemented size 6 left medial, lot#: 63700337. Item#:unknown, bcm-palacos-standard-unk, lot#:unknown. Item#:unknown, bcm-gentamycin-unknown, lot#: unknown. Item#:42518200708, partial articular surface left medial size g 8 mm thickness, lot#: 63707718. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02151.

Event description:
It is reported the patient had an initial left partial tkr, and subsequently was revised approximately 20 months later due to pain, swelling, and metal allergy.